Manufacturer narrative:
The pump passed the self-test. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found cracked keypad dome (center button). Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing or listed in pump downloaded history. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: cracked component (middle button), corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, and cracked keypad overlay. Pump passed required testing. Stuck button alarm was not confirmed in the pump history files or during testing. Unresponsive keypad was confirmed due to cracked keypad dome (middle button). Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and pump was not exposed to change in altitude and issue with the enter button in the menu. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device would be returned.